Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068, implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced as it had been exhibiting high thresholds. No patient complications have been reported as a result of this event.